Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3 mapping system, lasso mapping catheter. Other company¿s devices that were used in this study: 8.5-french transseptal sheaths (sl1, st. Jude medical) manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 94 consecutive patients suffering from drug-refractory af underwent catheter ablation. Among them, 2 patients suffered cardiac tamponade which required percutaneous pericardiocentesis without the need for surgical intervention during index ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿ablation of atrial fibrillation in patients greater than or equal to 75 years: long-term clinical outcome and safety¿ the purpose of this study was to evaluate the clinical long-term outcome and rate of complications of af ablation in patients greater than or equal to 75 years. Suspect device is navistar thermocool ablation catheter, however catalog or lot number are unknown. Concomitant products that used in this study: carto3 mapping system, lasso mapping catheter other company¿s devices were used in this study: 8.5-french transseptal sheaths (sl1, st. Jude medical)